Event description:
It was reported that detached sensor wire occurred. The sensor had ripped off, the wire detached and remained in the skin. The patient was evaluated in the emergency department (ed) (date not provided), had surgery on (B)(6) 2021 to remove the wire and was released from the hospital two days later. The patient¿s condition post-surgery was unknown per the reporter. The sensor insertion site and date were not provided. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).